Event description:
Caller reported that a malfunction occurred on the pump. There was no adverse impact to the customer's blood glucose level. The caller decided to use multiple daily injections as backup therapy while tandem technical support arranged for a replacement pump. Instructions on storage mode and return shipping were provided and acknowledged by the caller.